Event description:
Customer reported a malfunction on a pump, identified by the malfunction code "malf 12" with a specific fault ID. There was no adverse impact to the customer's blood glucose level regarding the incident. Technical support provided instructions to reset the pump, and after resetting, the malfunction did not recur. Customer was informed to continue using the pump and to contact technical support again if the issue reappeared, which the customer acknowledged and understood.